Event description:
It was reported that the user consumed oatmeal and did not announce the meal, after which blood glucose rose from 191 mg/dl to a peak of 346 mg/dl; approximately 20 minutes after eating, the user announced the missed meal within the advised 30-minute window, and glucose subsequently declined. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia lasting about 10 minutes without use of backup therapy, ketone testing, or medical intervention. Investigation included case review, user coaching on timely meal announcement, and confirmation that no device alerts or alarms occurred. Investigation of this case revealed user error relating to a missed meal announcement, with device performance otherwise consistent with expected operation. It was concluded, based on previously established findings for similar reports, that the cause was user error due to delayed meal announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.